Event description:
It was reported: "screw driver tip/head fractured during manual screw insertion. The failures consistently occurred near the end of the insertion, specifically when fixing screws to the distal portion of the volar distal radius plate. No excessive force was applied during any of the cases."

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up if alternative information becomes available. Related report numbers (including this report): 3025141-2026-00311 3025141-2026-00312 3025141-2026-00313 3025141-2026-00314 3025141-2026-00315 3025141-2026-00316 3025141-2026-00317 3025141-2026-00318 3025141-2026-00319 3025141-2026-00320 3025141-2026-00321 3025141-2026-00322 3025141-2026-00323 3025141-2026-00324 3025141-2026-00325 3025141-2026-00326 3025141-2026-00327 3025141-2026-00328 3025141-2026-00329 3025141-2026-00330 3025141-2026-00331 3025141-2026-00332 3025141-2026-00333 3025141-2026-00334 3025141-2026-00335 3025141-2026-00336 3025141-2026-00337 3025141-2026-00338 3025141-2026-00339 3025141-2026-00340.